Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The patient had an issue with the charger as she could not charge her ins. The issue was the depth of the ins, so the surgeon implanted it closer. The issue resolved.